Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon reviewing data from a remote interrogation, the clinic noted the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery remaining decreased from 44 percent o 14 percent in three months time. Engineering reviewed the data as premature battery depletion was suspected. Upon review, engineering noted it appeared the battery usage has increased and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon reviewing data from a remote interrogation, the clinic noted the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery remaining decreased from 44 percent o 14 percent in three months time. Engineering reviewed the data as premature battery depletion was suspected. Upon review, engineering noted it appeared the battery usage has increased and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. The s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that upon reviewing data from a remote interrogation, the clinic noted the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery remaining decreased from 44 percent o 14 percent in three months time. Engineering reviewed the data as premature battery depletion was suspected. Upon review, engineering noted it appeared the battery usage has increased and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. The s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.